Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed atrial lead noise that caused inappropriately mode switches. No intervention was performed. Patient would be monitored and present in clinic as scheduled.